Event description:
The patient experienced a loss of therapeutic effect. There were no falls of incidents related to the event. Impedances were checked and some of the electrodes were found to be >2000 ohms. Reprogramming was done which gave the patient some benefit, but then the patient was getting a tingling sensation down her leg. Further troubleshooting was being considered. Additional information has been requested, a follow-up report will be sent if additional information becomes available.